Event description:
It was reported that a revision was needed to replace a creo screw that was found to have migrated post operatively.

Manufacturer narrative:
The device was not available for evaluation as it was discarded by the hospital. It was reported that a revision was required for a creo screw that had migrated post operatively. The state of the migration could not be examined. The post-operative conditions are also unknown, so it can't be established if there was any excessive force that may have caused any screw migration. No determinations could be made as to the cause of the reported issue.